Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: 190415-003778,190415-003978,190415-004032,190415-004068,190415-004078,190415-004098,190415-004133,190415-004171,190415-004187,190415-004220,190415-004258,190415-004288,190415-004314,190415-004328,190415-004347,190415-004371 ,190415-004198

Event description:
Subsequent to the initial MDR, a correction is required, and additional information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A review of the bin file was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.